Manufacturer narrative:
(B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system was implanted during a transobturator sling insertion, urethropexy, and cystoscopy procedure performed on (B)(6) 2017, to treat stress urinary incontinence. Post procedure, the patient has experienced neurological issues with her legs and was unable to walk. The patient was admitted for observation. On (B)(6) 2017, the patient underwent excision of vaginal mesh and cystoscopy procedure due to vaginal mesh exposure and vaginal pain. On (B)(6) 2017, the patient underwent tension free vaginal tape - retropubic midurethral using a non-bsc device and cystoscopy due to stress and urge urinary incontinence, intrinsic sphincter deficiency, and urethral hypermobility.